Event description:
It was reported via phone call that numbers began to scroll on its own and then stopped responding during bolus delivery. Customer's blood glucose was 134 mg/dl. Customer reported that insulin pump may have been exposed to moisture when walking in the rain even though customer put insulin pump in her pocket. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unit had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corner and stained end cap sticker.